Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there they smell insulin coming from the pump. The customer was assisted with the issue by being connected to the help line. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.